Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) could not get arterial pressure waveform or augmented pressure. There was no harm reported.

Manufacturer narrative:
Updated field:a3; a2; a4; b4; b5; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected fields:d10; e1 event site email, initial reporter name; e3; g1 contact person a getineg field serviec engineer (fse) was dispatched to evaluate the unit. Customer reported ¿could not get arterial pressure waveform or augmented pressure.¿ could not duplicate issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had fiberoptic cable not providing an arterial waveform. There was patient involvement however, no adverse event reported.